Event description:
It was reported to philips that the system gave geometry errors and was freezing. The device was in use at the time of reported event. No harm was reported to philips. We are conservatively reporting this event as the investigation is ongoing.

Manufacturer narrative:
Philips has investigated this complaint. Philips received a complaint indicating that the system gave geometry errors and froze. The complaint has been reviewed and it has been determined that no harm or allegation of harm was reported. No service has been performed by philips since the quotation was expired as the customer declined the service. The issue reoccurred where the philips field service engineer resolved the patient data base and new pacs destination was programmed into the database. After the repair, the system was returned to use in good working order. The codes were updated based on the investigation outcome.